Event description:
The MFR rep reports the pump was explanted due to failed telemetry. The pt had an MRI previously but had been in for a refill since that time. A couple of weeks later, the pump could not be interrogated. The pt was moved to different locations in the building to rule out emi. The device was explanted. Upon explantation, the device could be interrogated. The device was returned to the MFR for analysis. The drug used in the pump was sufentanil. No pt symptoms were reported. Add'l info has been requested, but was unavailable on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be sent when device analysis is complete.